Event description:
After an event with another flowmeter, the hospital reviewed its stock. We identified a flowmeter that was off, not attached to a patient, but the floating ball was reading that it was flowing at 2.5lpm, despite no gas flowing. Manufacturer response for flowmeter, (brand not provided) (per site reporter): they are investigating.